Manufacturer narrative:
Zimvie complaint (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : no item or lot number available.

Event description:
It was reported that the patient has long history of peri-implantitis, site was debrided and grafted in 2021. Symptoms: pain, inflammation, edema. Tooth site # 30.